Event description:
A port-a-cath was attempted to be placed in the area of a prior port-a-cath, but a portion of a guidewire was found. Now upon retrospective review of the records, the guidewire appears to have possibly sheared off during this proceudre, not a prior procedure, other records are unavailable, so info regarding any later damage is also unavailable.